Manufacturer narrative:
Philips investigated this complaint and conclude from the log file analysis combined with the successfully performed replacements that there were two issues with this system, dfi (digital fluoroscopy imaging) logging failed and an x-ray lamp error. These issues were caused by the ids (image detection subsystem) link getting lost, which was most likely caused by failure of the dfi and the stand - mvs (mobile viewing station) cable. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Philips received a complaint from a customer that during heart surgery for placing a stent the veradius stopped working. They changed this system with another system and finished the procedure. No patient harm was reported by the customer.